Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a deformation problem and the presence of an inappropriate material. The cause of the deformation issue is traced to component failure, but the cause of the foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a sharp edge on camera cover and a foreign material on light guide rod lens. There was no patient involvement.